Manufacturer narrative:
(B)(4). This complaint for use error - reuse of single-use product was confirmed. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding a check lines and bags (clb) alarm, which occurred on the homechoice (hc) during use. The caller wanted to end therapy in fill 3 of 3, they had removed and replaced the bags prior to calling. The fill volume (fv) equaled 0ml. The baxter technical service representative (tsr) helped the caller end therapy and told the caller to call the registered nurse (rn) per disconnecting and reconnecting bags. There was a possible sterility issue and the caller had a clb in manual drain during dwell 3 of 5. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and he was able to resume this therapy after he reconnected a new bag. He did not notice anything unusual with any of the previous supplies and was not sure if there was an issue with the bag or cassette. He had already discussed with the tsr the proper aseptic procedures. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.